Manufacturer narrative:
(B)(4). Additional info: this particular kit is not sold in the USA. The 510(k) # provided is for similar kits sold in USA.

Event description:
It was reported that this event occurred in the surgery department. After the instruction of the needle into the pt's subclavian vein, the user found that aspiration produced air instead of blood. The anesthetist alleged that the needle hub may have had leakage. As a result, the needle was removed from the pt and another kit was opened and used for puncture successfully. There was a delay reported, however, there was no harm to the pt as a result of this delay. The pt suffered no consequence as a result of the failed aspiration. There were no complications, death, or injury reported to the pt as a result of this occurrence.